Event description:
Customer alleged that a pt got their head stuck between the head and foot rail. The customer did not recall which side of the bed this incident occurred on. It was reported that the pt was not injured in the incident. According to the field investigation the bed was functioning properly.